Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. A visual assessment was performed after disinfection. The catheter was kinked in several locations near the distal tip. As received, the working channel sleeve did not protrude. However, maximum protrusion was noted when large knob was articulated clockwise. A functional evaluation was performed. A guidewire was backloaded through the distal tip of the device. Resistance was observed in the breakout mold inside of the handle, confirming the complaint. The handle was opened and the breakout examined. It is likely that the two halves of the breakout were not properly aligned during the welding process, creating a small ridge that the guidewire is catching on. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The working channel sleeve was removed. Witness marks were noted on the pebax. The white areas along bond a appear to show evidence of adhesion. It was noted that the condition of the returned unit was consistent with the reported complaint incident of ¿difficult/unable to advance accessories.¿ the device was also analyzed as ¿spyscope catheter kinked¿ and ¿working channel sleeve protruding from spyscope ds.¿ based on the investigation results, the underlying cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. Therefore, the complaint investigation conclusion code selected for the working channel sleeve protrusion issue is manufacturing process design. An investigation is underway to address this issue. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the pancreatic duct during a pancreatoscopy procedure performed on (B)(6) 2018. According to the complainant, upon introduction, the guidewire was inserted from the tip of the scope but it came in contact with the handle and the guidewire did not come out from the scope channel of the spyscope ds. Several attempts were made before the guidewire passed through the spyscope. The procedure was still completed with this device. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results; working channel sleeve protrusion.